Event description:
After the last refill in (B)(6) 2014, within 3-4 days the patient was sleeping all the time and ¿high¿ and after the first week felt like major withdrawals. The patient stated at the visit that he felt something was wrong. The pump was used to deliver dilaudid. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: n EU_unknown_cath, product type: catheter. (B)(4).